Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical intervention or treatment required and no adverse consequences associated with this event.

Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical intervention or treatment required and no adverse consequences associated with this event.

Manufacturer narrative:
The reported event was duplicated. It was confirmed the device overheated by the manufacturer service technician through functional evaluation. Upon disassembly, the technician found the motor assembly had corrosion damage.